Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the soft flow 8 mm arterial cannula was cut when the user tied a #3 silk suture. The cut did not go all the way through. The customer was concerned, as he believes something changed in the cannula because his technique has not changed. This may have happened twice. The device was not changed out. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.